Manufacturer narrative:
Lot number or product was not provided by the reporter.

Event description:
Throat swelled [pharyngeal oedema]. Trouble breathing [dyspnoea]. Allergic [hypersensitivity]. Sick to stomach/nauseous [nausea]. Feeling off [feeling abnormal]. Case description: a consumer, gender and age unspecified, provided a spontaneous report via e-mail on (B)(6) 2017 that he/she was a new denture wearer and was supplied with an immediate denture. He/she stated that until a reline could be performed, he/she needed some adhesive to keep the denture fitting correctly and used fixodent denture care denture adhesive extra-super hold powder on an unknown date and was highly allergic. Product use was withdrawn on an unknown date. Treatment details: unknown; relevant history: none reported; concomitant product(s): none reported. The overall case outcome was unknown. No further information was provided. (B)(6) 2017 consumer follow-up: the consumer reported that he/she had to use adhesive until his/her reline could be completed so tried fixodent powder and his/her throat swelled and he/she had trouble breathing. The consumer stated that a doctor gave him/her an epi-pen because it was so bad. Treatment details: unknown; relevant history: medical history-crohn's disease; concomitant product(s): none reported. The overall case outcome remained unknown. No further information was provided. On (B)(6) 2017 update: it was learned that the consumer contacted the company on (B)(6) 2017 via spontaneous email to report that he/she was a recent denture wearer as well as a crohn's sufferer, and was unable to use the soft reline material from his/her dentist due to an allergy, so he suggested denture adhesive. The consumer stated that he/she did research and purchased fixodent/denture care denture adhesive extra-super hold powder no flavor-scent thinking it was zinc free in early (B)(6) 2017. The consumer described that he/she has been sick to his/her stomach, nauseous, and feeling off for weeks and could not figure out why. The consumer stated that he/she checked the bottle and discovered it had zinc in it. The consumer asserted it was frustrating to need a product that he/she can't use. The case outcome was unknown. No further information was provided. On 30-nov-2017 update: it was additionally learned during the (B)(6) 2017 contact that the consumer tried the fixodent complete originai cream after use of the fixodent/denture care denture adhesive extra-super hold powder no flavor-scent and did not have throat issues with that product. The case outcome was improved.